Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9560-24-2 serial/batch number (B)(6) was received for investigation. Visual evaluation found damage on the baseplate connector. The hex geometry was damaged. The most likely cause for the reported failure is a user error. Per dfu-0189/ 8. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device.

Event description:
On 6/8/2023, it was reported by a sales representative via email that a morse taper broke and the ar-9560-24-2 baseplate and ar-9561-30s central screw dissociated. The baseplate came out on the inserter, and the central screw was removed using the extraction tool. The case was completed successfully using a new ar-9560-24-2 baseplate and ar-9561-30s central screw. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2023. Additional information received on 6/12/2023: all the broken fragments were removed using extraction tools.